Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a lavage procedure, the versajet exact assy, 45 degree x 8mm cable exploded and smoke and sparks were seen on the severed cable/wire. The surgeon immediately stopped using it, removed the handpiece and equipment from the room and continued the case manually irrigating, without any delay. There was no patient or user harm.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. The visual inspection of the returned product revealed that the feed line was received missing from the pump cartridge. A functional evaluation could not be performed due to the condition of the device. The provided images were reviewed and revealed the identifiers in the carton labels. A review of the production order did not reveal a manufacturing abnormality that could cause or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over 8 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode. No defects were found on the returned device; therefore, no factors that can contribute to the reported event can be delineated. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Corrected data: h6 (health effect - impact code).